Event description:
The iab was inserted into the pt on 11/13/97 at 8:00 pm. On 11/16/97 at 3:00pm, there was no blood return and no iabp waveform and the iab was removed. The iab was not returned to datascope for evaluation. Event complications: none from the event - reported 9/18/98. Pt's current status: discharged - reported 9/18/98.